Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia with capillary blood glucose up to 470 mg/dl and cgm readings remaining high despite an infusion set change, during which a bent teflon cannula was observed and replaced without subsequent leaks or kinks; the ilet had been recently factory reset and was in its learning period, and the user consumed a carbohydrate-containing drink without meal announcement. Symptoms included thirst and headache. Outcomes included no hospitalization, no emergency treatment, and no use of backup therapy. Investigation included customer interview, troubleshooting, and product history review. Investigation of this case revealed a likely transient underdelivery due to a bent cannula and concurrent unannounced carbohydrate intake during the learning period, with glucose trending downward after correction and set replacement. It was concluded that device function was consistent with design with no evidence of device malfunction, and that user factors and infusion set cannula deformation contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.